Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported low blood pressure, dissection, thrombus, obstruction, death, medication required and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported low blood pressure, dissection, thrombus, obstruction, death, medication required and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat lesions in the mid left anterior descending artery (lad) and the ostio proximal left circumflex artery (lcx). Angiographic imaging of the lad showed a severe long diffused calcific lesion. Eight antegrade treatments were performed from mid to proximal in the lad at low speed with 20 to 25 second wait times in between treatments. Normal distal flow was observed between treatments. An nc balloon was used to check vessel compliance. The balloon expansion showed "dog boning", thus orbital atherectomy was used to perform four retrograde and antegrade treatments. The patient had a sudden drop in blood pressure. Angiographic imaging showed slow flow in the lad and lcx. A stent was immediately placed from the left main artery (lm) to the lad. Flow was restored, but the blood pressure did not recover. Continuous cardiopulmonary resuscitation (CPR) was performed with medication injected. The patient was intubated, however, the patient expired. In the physician's opinion the sudden lm dissection may have been guide induced. In the physician's opinion the oad was responsible for the patient not recovering even after placing a stent in the lm. In the physician's opinion, the cause of death was acute thrombus formation with the lm dissection. There was debris from orbital atherectomy that may have blocked the microcirculation, resulting in the patient not recovering. Dissection and thrombus led to the slow flow. The dissection was observed post treatment of the lcx. In the physician's opinion, the primary cause of death was dissection of lm and sudden thrombus formation, and the secondary cause was microvascular occlusion and thrombus formation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat lesions in the mid left anterior descending artery (lad) and the ostio proximal left circumflex artery (lcx). Angiographic imaging of the lad showed a severe long diffused calcific lesion. Eight antegrade treatments were performed from mid to proximal in the lad at low speed with 20 to 25 second wait times in between treatments. Normal distal flow was observed between treatments. An nc balloon was used to check vessel compliance. The balloon expansion showed "dog boning", thus orbital atherectomy was used to perform four retrograde and antegrade treatments. The patient had a sudden drop in blood pressure. Angiographic imaging showed slow flow in the lad and lcx. A stent was immediately placed from the left main artery (lm) to the lad. Flow was restored, but the blood pressure did not recover. Continuous cardiopulmonary resuscitation (CPR) was performed with medication injected. The patient was intubated, however, the patient expired. In the physician's opinion the sudden lm dissection may have been guide induced. In the physician's opinion the oad was responsible for the patient not recovering even after placing a stent in the lm. In the physician's opinion, the cause of death was acute thrombus formation with the lm dissection. There was debris from orbital atherectomy that may have blocked the microcirculation, resulting in the patient not recovering. Dissection and thrombus led to the slow flow. The dissection was observed post treatment of the lcx. In the physician's opinion, the primary cause of death was dissection of lm and sudden thrombus formation, and the secondary cause was microvascular occlusion and thrombus formation.